Manufacturer narrative:
Manufacturing site evaluation: evaluation on-going at manufacturing site. Us reporting agent notified on (B)(4) 2014.

Event description:
Country of complaint: (B)(6). Inner foil was welded with outer foil.